Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the set screw fell off the tether set screw driver intra-operatively; the tip had fractured off. The other set screw driver in the set was used to complete the procedure without patient impacts.

Event description:
It was reported that the set screw fell off the tether set screw driver intra-operatively; the tip had fractured off. The other set screw driver in the set was used to complete the procedure without patient impacts.

Manufacturer narrative:
Device evaluation. -  the returned device was examined. Visual inspection revealed that the tip of the driver was fractured off. Potential root cause. -a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review. -the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage. -this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.